Event description:
I had hernia repair surgery on (B)(6) 2018 and now I have a recurrence hernia and possible mesh migration. I am under care from my dr. I cannot work due to this hernia. The mesh that was used is called prolene mesh which from that I have read from multiple websites state that prolene mesh is used in women for transvaginal surgery with mesh used. I have not read anything about it supposed of being to fix abdominal incisional hernias. I have a lawyer at the moment but they just emailed me saying that they do not accept this mesh for a lawsuit. I have been in pain and agony since earlier this year. I am waiting to have another surgery to have the mesh removed and fixed. I have a larger bulge in my abdominal wall protruding past my belly button. Please help me as soon as possible with what can be done to have this prolene mesh checked out. I feel that this should be looked into and find out how many others are suffering with this prolene mesh device. My dr has checked my abdomen and said if it's not fixed, I could have major health issues or possible death.